Manufacturer narrative:
A sample device was not returned for analysis. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the refraction was -1 spherical and visual acuity sc was 0.2. Photorefractive keratectomy was performed. The patient resulted with 1 diopter in myopia. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.